Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 10/19/2011 and 10/20/2011 by phone, fax, and mail. A complete questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with a loss of best corrected visual acuity following intraocular lens (iol) implant surgery. Add'l info has been requested.